Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2016-00731.

Event description:
It is reported that the patient had the left temporomandibular joint (tmj) implanted on (B)(6) 2009. The patient complained of pain by stating it "hurts so bad." The patient is taking morphine/ oxycodone. It is reported the patient is scheduled for botox injections around the joints to stop some of the pain. It is indicated that if the botox treatment is not successful, the surgeon may explant the device.